Event description:
The product was used during a splenectomy procedure. Reportedly, the instrument did not fire. The surgeon converted to a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.